Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had a wound infection with pus less than a year after surgery. Current antibiotic infusion therapy and the physicians were discussing the next treatment plan.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported it was unknown if any actions or interventions were taken or if the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer¿s family reported the device was explanted in (B)(6) 2017 due to implanting position was inflamed and pus. There was not a more then (B)(6) reduction in symptoms.